Event description:
The following has been reported: biomed reporting a pump problem. Pump was dropped off at biomed shop "not working" unfortunately, no date/time or what the issue is. Not sure if the problem occurred during treatment or not. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Analysis of the flight recorder data indicates that there is an issue with the pneumatic assembly - either the positive valve or the manifold itself - causing airflow restrictions at elevated temperatures. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.